Event description:
It was reported that during a ptca treatment procedure involving a lesion in the proximal rca, the maxxum balloon ruptured at 3 atm's on the first inflation. The size of the introducer sheath used is unknown. The type of guidewire and guide catheter used are unknown. An inflation device was reportedly used, but the type is unknown. The procedure did not involve an in-stent restenosis, vessel tortuosity was not an issue, and the lesion was not calcified. The percentage of stenosis of the lesion is unknown. Balloon rupture was suspected due to loss of pressure on the gauge of the inflation device. The patient remained asymptomatic with this event. The device was removed and exchanged for a like device. No resistance was met with insertion or removal of the ruptured device. The procedure was successfully completed. No patient injuries or procedural complications were reported. No other information is available at this time.